Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. In addition, it was reported an occlusion alarm occurred. The customer's blood glucose level was approximately 300 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm and occlusion alarm were cleared, and insulin delivery was able to be resumed.